Event description:
This report summarizes one malfunction. A review of the reported information indicates that model dl950f vena cava filter allegedly experienced positioning failure and deformation due to compressive stress. The information was received from a single source. This malfunction involved one patient with no patient consequences. A 65 years old male patients' weight was not provided.

Manufacturer narrative:
H10: as the lot number for the devices was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation is confirmed for the reported deformation due to compressive stress issue, but it is inconclusive for the failure to deploy issue. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali femoral system products that are cleared in the us. The pro code for the denali femoral system products are identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model dl950f vena cava filter allegedly experienced positioning failure. The information was received from a single source. This malfunction involved one patient with no patient consequences. A (B)(6) years old male patients' weight was not provided.